Event description:
Boston scientific crm received information that this dextrus atrial lead dislodged and migrated into the right ventricle. The lead was successfully repositioned in a revision procedure. No adverse patient effects were reported.